Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The facility reported the vitrectomy cutter did not cut very well. It was replaced with a stand alone cutter and completed the surgery. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One 25 ga vitrectomy cutter was returned in a zi(B)(4) bag. One bl5325w pack label from lot v5613 was returned with the cutter. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and blocking the port window, preventing cutting and aspiration.